Event description:
Customer reported an issue with the current tandem pump, stating a no delivery alarm occurred. It was noted that there was no adverse impact to the customer¿s blood glucose level. The customer decided to continue using the device and declined further assistance from tandem technical support.